Event description:
The customer reported that erroneous and/or imprecise thyroid stimulating hormone (tsh), free total thyroxine (frt4), vitamin b12 (vit b12), prostate specific antigen (psa), carcinoembryonic antigen (cea), human chorionic gonadotropin (bhcg) and ov monitor results were generated from a unicel dxl800 access immunoassay system for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the generation of eighteen thyroid stimulating hormone (tsh), twelve free total thyroxine (frt4), seven vitamin b12 (vit b12), two prostate specific antigen (psa), one carcinoembryonic antigen (cea), one human chorionic gonadotropin (bhcg) and one ov monitor erroneous or imprecise patient results. This report represents the erroneous or imprecise tsh results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that erroneously elevated tsh results for three patients within the normal reference range of the assay were generated. Repeat testing of the patient's samples produced lower results below the normal range of the assay for all three patients. The customer also obtained imprecise tsh patient results for 15 additional patients that reproduced within the same clinical category but that were outside of labeled assay precision limits. The initial, imprecise/erroneous results were reported outside of the laboratory and it is unknown as to whether there was an impact to the patients, or modification to their treatment, based upon the erroneous results. Additional patient and assay results were included in the customer supplied data however no other results have been questioned as part of this event. Quality control results for the involved assays were failing at the time of the event. Patient specific data, system check information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) reported aspirate probe 1 was not aspirating any fluids and had become compressed. The fse replaced the wash carousel peri pump head and peri pump tubing. The fse verified hardware repairs after service was complete and returned the instrument back into service. A definitive root cause has not been determined to date.